Event description:
It was reported on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath to treat a left atrial appendage (laa). The patient had difficult anatomy with a reverse chicken wing laa. The patient had a pre-existing condition of atrial fibrillation at the start of the procedure. Transseptal access was posterior and inferior. The patient's activating clotting time (act) level was 300 seconds. The patient's left atrial pressure was 11mmhg. Ten thousand units of heparin were administered. During the procedure it was determined that the occluder was too large in size. The occluder was removed from the patient and sized down to a 28mm amplatzer amulet left atrial appendage occluder using the same delivery sheath. During the procedure the occluder was unable to be positioned twice. The patient's blood pressure dropped to 60/30. A transesophageal echocardiogram confirmed a pericardial effusion measured at 1cm in the left atrium and the left ventricle. A cardiac tamponade was concluded to be present. The procedure was aborted. A pericardiocentesis was performed. The patient status was stable. The user believed the second occluder caused the pericardial effusion.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage), low blood pressure and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The patient effects of low blood pressure, pericardial effusion, and cardiac tamponade may have been due to procedural complications (two recaptures, difficulty to reposition the second device). The reported unexpected medical intervention was under case-specific circumstances as pericardiocentesis was performed ant the patient was reported to be stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath to treat a left atrial appendage (laa). The patient had difficult anatomy with a reverse chicken wing laa. The patient had a pre-existing condition of atrial fibrillation at the start of the procedure. Transseptal access was posterior and inferior. The patient's activating clotting time (act) level was 300 seconds. The patient's left atrial pressure was 11mmhg. Ten thousand units of heparin were administered. During the procedure it was determined that the occluder was too large in size. The occluder was removed from the patient and sized down to a 28mm amplatzer amulet left atrial appendage occluder using the same delivery sheath. During the procedure the occluder was unable to be positioned twice. The patient's blood pressure dropped to 60/30. A transesophageal echocardiogram confirmed a pericardial effusion measured at 1cm in the left atrium and the left ventricle. A cardiac tamponade was concluded to be present. The procedure was aborted. A pericardiocentesis was performed. The patient status was stable. The user believed the second occluder caused the pericardial effusion.